Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that her neurostimulator (ins) is moving around in her pocket site. The patient first noticed this after an MRI over a year ago.